Event description:
During servicing, a field service engineer (fse) noted artifact on the ECG signal from the paddles. There was no pt involvement.

Manufacturer narrative:
(B)(4). The fse confirmed the symptom and localized the cause of the issue to the paddle set. The fse replaced the paddle set to resolve the issue. The device passed all testing and remained at the customer site.